Event description:
It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the abdomen, which is off-label usage of the device. On (B)(6) 2025, it was reported that at around 1:30am, the patient's wife woke up and was trying to wake the patient up but he couldn't due to loss of consciousness. The last known egv was around 200 mg/dl. Since the wife couldn't wake him up, his wife called 911. The pump screen (sole cgm display screen) was not checked, but reportedly did not produce sound. When emergency medical services (ems) came they checked his bg fs and it was 33 mg/dl but the tandem t: slim x2 display screen was not checked. They gave him an IV and an EKG test. The wife was advised by the ems that the patient was having a heart attack. Patient is only using tandem tslim x2 and tconnect app as a display device, what the wife know is, the pump did not give them an alarm or alert. The low alert is set to 70 mg/dl. Ambulance sent him to the emergency room (ER). When he got there, he was rushed to the "cauterization or" and had stent placed. The patient got discharged at around 4:30pm on (B)(6) 2025 and patient is doing fine now but will have cardio therapy. As soon as the patient arrived at the ER, they removed his pump and sensor and was not allowed to use both while he's being admitted. The patient doesn't remember what was the bg fs reading before he got discharged. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: health effect clinical code - ischemic heart disease